Event description:
It was reported that the patient continued to have bladder infections, just as she did prior to implantation. The device reportedly was helping with her incontinence. No outcome was given. Follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va078uw, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient received assistance from their manufacturer representative and her concerns were resolved.

Manufacturer narrative:
(B)(4).